Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. E1 -initial reported updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional xience skypoint device referenced in b5 is/are filed under separate medwatch report number.¿

Event description:
It was reported that the procedure was to treat a moderately calcified lad artery. A 3.5x12mm xience skypint stent delivery system (sds) was advanced and the stent was implanted. It was noted that the patient kept heavily moving and the first stent was implanted a bit too proximal but remained in the target lesion. A second 3.5x12mm xience skypoint sds was attempted to cross the first implanted stent but met resistance with the implanted stent, and failed to cross. During the attempt to cross, the sds was pulled back and resistance was met with the implanted stent, and the second stent dislodged. A third 3.5x18mm xience stent was used to crush the dislodged xience stent into the vessel and a fourth stent was used to successfully treat the rest the of the lesion. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.